Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclical peritoneal dialysis (ccpd) therapy and the event(s) of fibrin, abdominal pain and peritonitis which warranted hospitalization. Causality for the event was attributed to touch contamination. It is well documented that patients undergoing peritoneal dialysis are high risk for infections of the peritoneum due to a variety of factors. Additionally, there is no allegation or evidence of a malfunction or of the machine failing to perform as expected in relation to this event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient stated they were going to the hospital due to unspecified pain. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was hospitalized for peritonitis (signs and symptoms unknown). The patient is still being treated in the hospital at present. The cause of the patient¿s peritonitis was attributed to a breach in aseptic technique. The patient¿s culture results were positive for peritonitis, however the date of the culture and the organism were unknown. The patient was prescribed and treated with vancomycin. It was reported that pd therapy was continued in the hospital, but it is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.